Event description:
The patient is a (B)(6) man with congenital heart disease consisting of double inlet left ventricle, transposition of the great arteries, hypoplastic mitral valve, and subaortic stenosis. Patient is status post classic fontan palliation at the mayo clinic in 1991, and oversewing of a regurgitant tricuspid valve and enlargement of a bulboventricular foramen in 1997. He developed sinus node dysfunction and underwent implantation of a permanent pacemaker in 1997. He also has a history of chronic thrombocytopenia and atrial flutter which required overdrive pacing for conversion into sinus rhythm in 2009. He is on xarelto for intermittent atrial arrhythmia and fontan physiology. He had a low normal lv systolic function by echo in (B)(6) 2015. He underwent pacemaker generator exchange on (B)(6) 2015. There was evidence of pocket infection and he was referred for extraction. This lead was extracted (B)(6) 2015.